Manufacturer narrative:
At this time no additional information is available. Should additional informatoin become available this event will be updated.

Event description:
Boston scientific received information that a physician was looking for additional information pertaining to boston scientific's bipolar leads for a paper he was composing. A patient implanted with this device and lead was admitted to the hospital for a system infection in 2006. It was also noted that p-wave oversensing resulted in pacing inhibition for > 5 seconds on the right atrial channel. The physician suspected a lead insulation issue. The system was explanted due to an infection. There is no information pertaining to the device or lead information but it was stated that both of these were boston scientific products.